Manufacturer narrative:
Health professional ¿ (no) and e3: occupation ¿ non-health care professional. The device evaluation found minor scratches on the distal edge objective frame and a loose light guide adaptor. Based on the results of the investigation, a probable cause was traced to a component failure. A device history review revealed no findings/ issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited minor scratches on the distal edge objective frame and a loose light guide adaptor. There was no patient involvement.